Event description:
The user facility reported a 79-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation of care from an impella cp device. The graft was placed. However due to anatomy, the impella 5.5 could never be successfully delivered. The patient was again delivered an impella cp pump. The patient was still being considered for coronary artery bypass grafting or revascularization.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the delivery issue was determined to be patient condition due to the calcified vessel condition of the patient and impella was unable to advance because of their smaller diameter.